Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer states that: "when doing fluoroscopy, the system gives an error with the gridswitch (gridswitch error, increased dose). After this fault, it is not possible anymore to do any fluoroscopy; the customer is forced to do a complete reboot of the system. This means the system is out of service for about 10 minutes.